Event description:
It was reported that cartridge alarm 30 occurred while pump was in use, and there was no indication that issue took place during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and no additional information about original cartridge lot was available.